Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with recurring incontinence. The balloon was removed and replaced with a higher pressure balloon. There were no additional patient complications reported.